Manufacturer narrative:
H3 - device evaluation: lens was returned in vial in liquid. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim (B)(4).

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
Ch a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise. The lens explanted and replaced with another lens.

Manufacturer narrative:
G3 - corrected to 03-jan-2025 in initial MDR. Claim# (B)(4).